Event description:
It was reported that the tip fractured off of a tibial impactor. There is no additional information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h10. Visual examination of the returned product shows sign of repeated use, and the device has fractured. All pieces were not returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04) - impactor.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment it was determined that this item was reported in error. The initial report was submitted in error and should be voided. No known impact or consequence to the patient and no adverse events were reported as a result of this malfunction in this event or in past events.

Event description:
Upon reassessment it was determined that this item was reported in error. The initial report was submitted in error and should be voided.